Event description:
Surgeon attempted to remove drain from chest of post-op CABG pt at bedside. Drain broke off and pt had to return to or for pericardiotomy and retrieval of retained portion of j-p drain. Retained portion was successfully retrieved and pt recovered and was discharged from the hosp 10/30/95.